Event description:
The customer reported there were no images on the left monitor and the system seemed to be making x-rays, and the fast stop switch did not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor aspect box. Unable to reproduce uncommanded x-rays and fast stop problems. System operates as intended. (B) (4).